Event description:
While pt infusing tpn, sabraset 560122-l separated between the tubing and the filter. This happened at night and the pt had bleeding through the open line. The pt reported "copious amount of tpn and blood soaked into the carpet."